Event description:
The caller reported experiencing cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. After receiving assistance from technical support, the caller successfully performed a pump reset and started their sensor session without encountering further errors.